Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that shaft break occurred. The target lesion was located in the left anterior descending (lad). A 2.25 x8mm promus premier drug eluting stent was advanced but failed to cross and as they kept pushing the device, the shaft broke 40 cm from the hub. The device was introduced into the patient's body but the shaft broke outside of the guide catheter and was removed from the patient's body. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: the device was returned for analysis. A visual examination of the stent found damage to the proximal end of the stent with stent struts bunched. The undamaged crimped stent od (outer diameter) was measured within maximum crimped stent profile measurement. A visual and microscopic examination of the bumper tip found no signs of damage. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the device found a hypotube break 185 mm distal from the distal end of the strain relief. Multiple hypotube kinks were also noted. A visual and tactile examination of the shaft polymer extrusion found no issues. No other issues were identified during the product analysis.

Event description:
It was reported that shaft break occurred. The target lesion was located in the left anterior descending (lad). A 2.25 x8mm promus premier drug eluting stent was advanced but failed to cross and as they kept pushing the device, the shaft broke 40 cm from the hub. The device was introduced into the patient's body but the shaft broke outside of the guide catheter and was removed from the patient's body. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine.